Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.5x16mm drug eluting stent to an unknown vessel, but was unable to cross the lesion. Upon removal of the device, it was noted that the distal edge of the stent was lifted. The procedure was not completed due to this event. No pt injuries or complications were reported. Pt status post procedure is noted as good.